Manufacturer narrative:
Patient information - unknown. Occupation - other; inventory manager. Device evaluation - as reported, the lock screw final tightener instrument was being used to implant a bone screw. The driver's tip is fractured with the tip missing. The fracture surface was reviewed by eye and with the aid of a 5x loop. The fracture surface is skewed relative to the driver's longitudinal axis indicating that bending moment application in combination with torque application was the likely cause for the failure. It is assumed that high loading conditions were encountered or that the driver had been damaged during prior high load application that subsequently manifested in the observed failure. It is not known why the final tightener was being used or why bending moments may have been applied since a polyaxial screwdriver and adjustment driver are included in the instrument set for screw insertion and subsequent adjustment, and these devices are intended for torque application to thread the screw into bone. It had been noted that a 5.5mm tap was used. It is also unclear why a 6.5mm tap was not subsequently used if difficulty in seating the 6.5mm screws was encountered. Review of device history records found ten (10) pieces of lot 12514ts released for distribution on 3/20/2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. The bone was prepped using the reform, standard end, bullet 5.5mm tap (c2755-55). Subsequently, while inserting a ø6.5mm x 40mm reform ti modular non-cannulated screw, using the psstd handle, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.